Event description:
A computer software error has been verified, on a patient's model 102 generator, from a review on (B)(6) 2015 of the programming history database spreadsheet and periodic review algorithm. On (B)(6) 2011 the device was interrogated, no diagnostics were observed on this date. The next recorded visit is on (B)(6) 2013 and the first interrogation the settings were indicative of "faulted" diagnostics. It is unknown when the faulted system diagnostics test occurred.